Event description:
Boston scientifc crm received information that this implantable cardioverter defibrillator (ICD) was explanted secondary to premature battery depletion. This device is included in the shortened replacement window advisory (04/05/2007). No adverse effects were reported. A new device was successfully implanted.

Event description:
--

Manufacturer narrative:
The device was explanted. When it is returned for analysis, or additional information becomes available, a final report will be submitted.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.